Event description:
Report # 2915056-2016-00004 is a health professional report from USA concerning a device malfunction with no associated event. The report involves a patient (age and gender not reported) who was implanted with rapid strand iodine i125 seeds. There were strands which stayed in the packaging during the implantation procedure for the treatment therapy for an unknown indication. Concurrent medical conditions/past medical history and concomitant medications were not reported. On (B)(6) 2016, the patient underwent an unspecified treatment for unknown indication with 15 needles of rapid strand rx treatment, at 0.382 mci activity. The lot number provided was 13208069. The first 10 needles were implanted with no complication. When the physician pulled the remaining needles, number 11 (5 seeds), number 12 (5 seeds), number 13 (4 seeds), and number 15 (7 seeds), the strands stayed in the packaging. The technician noted the following during the procedure: while in the operating room, the blue rubber locks were removed prior to the physician starting the implant. The physician noticed with needle 11, that after he took the needle out of the package, the stylet was all the way down. The area was surveyed. The technician proceeded to take the remaining needles (12,13,15) out of the package and peel away the lead shield to see if they were in the package. In doing so, the following needles (12,13,15) also had their strands stay in the package. The strands were reloaded into the needles and the implant continued with no adverse event or complication. The seeds were loaded by (B)(4) and needles were plugged to keep the stranded seed in place within the needle. The fact that the stylet was all the way down suggests that the plugs had come off needles 11, 12, 13 and 15 resulting in the strands to be slipped out of the needle in the package. The needles had different number of seeds and needed to be reloaded in operating theatre. The peeling off of the lead shield could have exposed the operator to radiation and reloading could have compromised the procedure if the seed were misplaced or unable to reload the needles. There is a theoretical risk of not delivering the radiation dose as planned if there was a mix up with the reloading of the needle with wrong number of seed as the needle had different seed count. Though the incidence had no untoward outcome for this patient, it has the potential to cause harm to the patient. Medical assessment included: no adverse events were reported and the physician was able to complete the procedure as planned despite initially losing the strands in the package. This incidence has the potential to cause harm to the patient. At the time of reporting, the outcome was not provided. Quality assurance investigation has been initiated. Follow-up information was received on 23-may-2016: quality assurance investigation summary: all documents and all in process paperwork were reviewed under investigation per (B)(4), and the order ((B)(4)) met all release specifications and requirements and there were no manufacturing anomalies or unusual events during manufacturing. The bone wax placement was verified and signed off on the custom needle configuration plan for this order at the time of loading. All needles for each order have been plugged with the same lot of bone wax and by various operators. There have not been any widespread reports of issues with bone wax placement or condition relative to the number of bone waxed needle loaded orders filled. No changes have been made in the needle loading process as of late. A complaint rate of less than one percent has been maintained over the past nine years for bone wax issues. Numerous data points of product integrity demonstrates that needle plugs are not dislodged during shipping. (B)(4) continues to encourage users to refrain from removing the stylet locks before the needle is removed from the tray. Per the 6711 instructions for use (document 19-11-064), the user should ensure the stylet lock is secure upon removing the needles from the tray, then removed from the needle hub once the placement begins. This allows the stylet to remain in place and helps avoid possibilities of the stylet pushing the seeds through the needle before the seeds are ready for implant. Based on the details provided by the doctor, it is likely the removal of the stylet locks caused the stylets to fall through the needles and push out the strands. Leaving the stylet locks in place as needles are removed from the packaging for future implants should eliminate the occurrence of strands falling out of the needles. While the specific root cause is inconclusive, (B)(4) has initiated a corrective action plan to explore potential process improvements related to the bone waxing process for needle loaded product. Quality assurance investigation has been finalized.

Event description:
Report # 2915056-2016-00004 is a health professional report from USA concerning a device malfunction with no associated event. The report involves a patient (age and gender not reported) who was implanted with rapid strand iodine i125 seeds. There were strands which stayed in the packaging during the implantation procedure for the treatment therapy for an unknown indication. Concurrent medical conditions/past medical history and concomitant medications were not reported. On (B)(6) 2016, the patient underwent an unspecified treatment for unknown indication with 15 needles of rapid strand rx treatment, at 0.382 mci activity. The lot number provided was 13208069. The first 10 needles were implanted with no complication. When the physician pulled the remaining needles, number 11 (5 seeds), number 12 (5 seeds), number 13 (4 seeds), and number 15 (7 seeds), the strands stayed in the packaging. The technician noted the following during the procedure: while in the operating room, the blue rubber locks were removed prior to the physician starting the implant. The physician noticed with needle 11, that after he took the needle out of the package, the stylet was all the way down. The area was surveyed. The technician proceeded to take the remaining needles (12,13,15) out of the package and peel away the lead shield to see if they were in the package. In doing so, the following needles (12,13,15) also had their strands stay in the package. The strands were reloaded into the needles and the implant continued with no adverse event or complication. The seeds were loaded by (B)(4) and needles were plugged to keep the stranded seed in place within the needle. The fact that the stylet was all the way down suggests that the plugs had come off needles 11, 12, 13 and 15 resulting in the strands to be slipped out of the needle in the package. The needles had different number of seeds and needed to be reloaded in operating theatre. The peeling off of the lead shield could have exposed the operator to radiation and reloading could have compromised the procedure if the seed were misplaced or unable to reload the needles. There is a theoretical risk of not delivering the radiation dose as planned if there was a mix up with the reloading of the needle with wrong number of seed as the needle had different seed count. Though the incidence had no untoward outcome for this patient, it has the potential to cause harm to the patient. Medical assessment included: no adverse events were reported and the physician was able to complete the procedure as planned despite initially losing the strands in the package. This incidence has the potential to cause harm to the patient. At the time of reporting, the outcome was not provided. Quality assurance investigation has been initiated.